Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was programmed to a tachy mode other than monitor + therapy. The patient had a medical procedure and the device was programmed off at that time and not reprogrammed back on therefore, the device would not provide therapy if required. The field representative was notified and programmed the device back to monitor + therapy. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.